Event description:
The customer reported that during use of this drill in surgery, it overheated, resulting in an hour surgical delay. The surgery was completed as intended with this drill and there was no report of injury.

Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow up report will be filed upon completion of an investigation.